Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Concomitant products: mentor memorygel breast implant 560cc, catalog number shpx560, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 560cc and experienced capsular contracture baker grade iii on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2020.

Manufacturer narrative:
On 2/10/2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual inspection of the device it was observed a crease in the anterior and extending to the posterior view. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).